Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to wear and tear damage with customer mishandling and with increasing use/time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that due to wear of forceps elevator lever, up/down knob could not be locked securely. Elevator channel plug was loose. Due to a dent on the light guide cover, water tightness was lost. Due to damage on ultrasonic probe, displayed ultrasound image was defective with missing elements. Adhesive around light guide lens had wear. Adhesive on bending section cover had wear. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the gastrovideoscope's distal end was leaky. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a gap in the adhesive on the distal end where a stain entered and there was a gap between acoustic lens and ultrasound. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.